Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent r tkr on (B)(6) 2019 with native patella preserved. Patella resurfaced on (B)(6) 2021 due to stiffness. None of the components were revised. (B)(6).